Manufacturer narrative:
An event of a leaflet dislodgement while rotating the valve was reported. Field indicated that there was no resistance felt when rotating, and the holder handle was fully inserted into the orifice at a 90 degree angle. The device was returned to abbott for investigation, and one leaflet was dislodged and fractured while the other leaflet was properly inserted into the orifice. The right ear of the dislodged leaflet had fractured off and was not returned. Microscopical examination found bottom rim of the valve orifice was chiped. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. How, or when the damage occurred could not be conclusively determined. However, the damage may have been caused by some external force applied to the valve, which overstressed the carbon material.h6 medical device problem code: code 1260 removed.

Event description:
It was reported that on (B)(6) 2023, a 17mm sjm regent heart valve w/flex cuff was selected for implantation. During the procedure, during rotation, one of the leaflets fractured into one piece. The valve was removed from patient anatomy, and replaced with a non-abbott device. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report, additional information was received. There was no resistance felt when rotating, and the holder handle was fully inserted into the orifice at a 90 degree angle.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 17mm sjm regent heart valve w/flex cuff was selected for implantation. During the procedure, during rotation, one of the leaflets fractured into one piece. The valve was removed from patient anatomy, and replaced with a non-abbott device. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.